Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella cp was inserted via the left femoral artery without issue. Very little pulsatility was noted. Single access with avanti 7 french sheath was made. Percutaneous coronary intervention was completed. Bleeding from the diaphragm of the 14 french impella sheath was observed, and the decision was made to peel away. Forward tension sutures were placed. The device was locked and dressed. The patient was reported to be in stable condition following the event and as of the latest update continued on impella mcs.

Manufacturer narrative:
The device remains implanted, supporting the patient, and therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding - major: during implant procedure, impella was inserted without issue with very little pulsitility noted. 14frx13cm diaphragm of sheath bleeding after single access with avanti 7fr sheath. The introducer and pump were not returned. The cause of the access site bleeding was most likely use related due to best practices not being followed with the abiomed 7fr companion sheath not being used. D6b explant date added.